Event description:
In 03, while being used to monitor a pt who was experiencing pain in their left arm and tightness in their chest, this unit prompted "check patient" and displayed some artifact. It happened during transport in a moving vehicle. The pt was transported alive and alert to a hospital. The reporter mentioned a similar occurrence in a house while treating another pt, but the problems during that inciden are unclear.